Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that for the device broke during the procedure. The pieces were not left in patient.

Manufacturer narrative:
Alleged failure: the plastic coating on the serfas probe has come off interoperatively. This caused plastic particles to float in the joint. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force applied by the user with poor or no suction during use. The unit could have been scraped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause insulation damage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that for the device broke during the procedure. The pieces were not left in patient.